Manufacturer narrative:
Device evaluation: the returned device was examined. Visual inspection revealed that the tip of the dorsal height adjuster was twisted and fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polaris height adjuster was found to be deformed during a routine inspection. However, device evaluation by the manufacturer found that the tip had also fractured off. The specific patient or surgical information is unknown.

Event description:
It was reported that a polaris height adjuster was found to be deformed during a routine inspection. However, device evaluation by the manufacturer found that the tip had also fractured off. The specific patient or surgical information is unknown.

Manufacturer narrative:
Device evaluation: the returned device was examined. Visual inspection revealed that the tip of the dorsal height adjuster was twisted and fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.